Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective ambient valve. Correction: replaced defective component.